Manufacturer narrative:
The iol was received and transferred to the manufacturing site for analysis. Prior to release to the market the lens met all manufacturing specifications. In follow-up with the account it was confirmed the patient was experiencing halos and glare a known and labeled possible side effect of all multifocal lens implants. All information currently available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The multifocal intraocular lens was received for analysis, visual inspection of the optic took place and no optical deviations could be found. A manufacturing record review was performed and the product met all manufacturing specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
It was reported the surgeon removed and replaced the patient's multifocal intraocular lens(iol) without complication 2 months after implantation. Reason stated was dysphotopsia. The multifocal iol was replaced with a monofocal lens.